Event description:
Device 1 of 3 (see MFR report #s 1627487-2010-03128 and 1627487-2010-03129 for devices 2 and 3.) The patient received her scs system on (B)(6) 2009 consisting of an ipg, two percutaneous leads and two anchors to alleviate pain in her left leg and foot. It was reported that the stimulation was lost in her left leg and was now only being felt in her right leg. Further investigation revealed that the leads had migrated. On (B)(6) 2010, the physician replaced the patient's original leads with a single paddle lead. Intraoperative testing showed that the patient received no stimulation when using the new lead in conjunction with her existing ipg. Consequently, the physician decided to replace the ipg as well. Upon doing so, effective therapy was recaptured for the patient. The explanted devices were returned to the manufacturer on (B)(6) 2010. The analysis for the ipg is still in progress. A supplemental report will be filed upon conclusion of the evaluation.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: review of the device history record found a non-conformance; however, the non-conformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.